Event description:
The rptr did meter to hcp comparison tests. The tests were done at the same time, both capillary from the same fingerstick. Rptr's meter read 235 mg/dl, and the hcp meter (type unknown) had a reading of 188 mg/dl. Rptr did not have any symptoms. On f/u, the rptr stated that rptr never checks rptr's confirmation dot when testing. Rptr technique of applying blood is accurate and cleans meter on a regular basis, and uses control solution. No harm was alleged.